Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that there are times when the piston does not work. The insulin pump was returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.